Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, it was informed that the dentist did not have information about lot number of the product.

Event description:
(B)(4). The dentist reported that after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed.